Event description:
During a persistent atrial fibrillation (off-label use) pulse field ablation (pfa) procedure a farastar generator was selected for use. During procedure, after two applications of pfa in the 301-errors were reported. Troubleshooting was performed, the generator was restarted without success. It was attempted to reposition in the pulmonary vein to rule out anatomy challenges and replacement of the catheter, but the 301-error persisted. Since the error could not be solved the procedure was aborted. At the time of the error no patient complications were reported. The device is expected to be returned. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction to device codes, removal of code a2304: off label use. The device was not returned. However, the allegation(s) reported in the complaint are confirmed per field service work order, "replaced defective hv master pcba" and a performed functional test was successfully performed.

Event description:
During a persistent atrial fibrillation (off-label use) pulse field ablation (pfa) procedure a farastar generator was selected for use. During procedure, after two applications of pfa in the 301-errors were reported. Troubleshooting was performed; the generator was restarted without success. It was attempted to reposition in the pulmonary vein to rule out anatomy challenges and replacement of the catheter, but the 301-error persisted. Since the error could not be solved the procedure was aborted. At the time of the error no patient complications were reported. The device is expected to be returned. This event is being reported for aborted/cancelled procedure with a patient under sedation.